Event description:
It was reported that the patient experienced a decrease in therapeutic effects. The patient was hypertonic with the lack of therapeutic effect, noting that they were getting less than 50% of their therapy relief; therefore requiring a catheter revision. The intrathecal/distal segment was found to be broken, and therefore the distal/intrathecal catheter segment was replaced. The medication in the pump was baclofen. The patient status was reported as no injury/no adverse event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2010, partial/distal segment explanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).